Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 32+1 head implanted in error. Surgeon prepared the cup to a 52mm, he asked for the 52mm cup to be reopened, the stryker rep opened the cup and then the cup was implanted. Surgeon proceeded to prep the stem and implanted the stem (size 6hi). The hip was then trialed with a 32+1 hip ball and 32mm trial liner. Surgeon liked the rom and requested the definitive liner and head for implantation. I proceeded to show the stated 32+1 metal femoral head to surgeon's private scrub and to the circulating nurse. I also articulated out loud to the room and "ask" surgeon if he was okay with having 32mm+1 metal head opened. All parties that I showed the implant to confirmed the part was correct. I proceeded to have the circulating nurse open the part to the field. Surgeon implanted the part and was asked again by the surgeon what head I opened "ad" "communicate" that I opened a 32+1 metal femoral head to match what was on the patients other side and to match what we had trialed. The next day, (B)(6), the surgeon called and informed me that he had implanted a 52x36mm liner and not a 32mm liner. He proceeded to perform a revision of total hip arthroplasty on the patient today and exchange the 32mm head for a 36mm head to match the patient's acetabular liner.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.